Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that they could not recall if the time and date settings were correct or that the incorrect time and date was a result of a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the date setting was manually changed from (B)(6) 2013 to (B)(6) 2014. According to the basal history, the pump was running on the wrong date of 2013 since (B)(6) 2014. A time test was started but not completed due an internal clock battery malfunction which was observed to be corroded. No alarms occurred during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.